Event description:
It was reported that during a laparoscopic cholecystectomy, it was very hard to fire the trigger. Excessive force had to be exercised to fire the trigger. No adverse patient consequences.

Manufacturer narrative:
(B)(4). Lockout broken, damaged anti-backup, viscous silicone. Evaluation summary: the analysis results confirmed that the instrument was nonfunctional. The instrument was found to have a slow feed due to the viscous silicone. The silicone utilized to seal the instrument had become viscous thus slowing the feeding mechanism. In addition, the trigger was noted to be hard to close. Upon disassembly of the instrument, the anti-backup teeth were worn out and the lockout post was broken. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.